Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported via merlin.net that the atrial lead exhibited noise, due to dislodged lead. The device had been programmed to vvi. The patient would be monitored.